Event description:
A remstar pro c-flex+ was returned to a third party service center for service. There was no patient harm or injury reported. During the evaluation of the device, foam particles were observed in the device assembly. No error codes were found in the device log history. The lcd screen was damaged. The device was scrapped at the customer's request.